Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain/ pain (mild to severe)/pain") and genital haemorrhage ("abnormal bleeding (general)") in a 24-year-old female patient who had essure (batch no. D01968) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo an essure confirmation test". The patient's medical history included gravida ii, parity 2, c-section, gastroesophageal reflux disease, osteoarthritis, acne, gerd in 2014 and osteoarthritis in 2014. Patient did not undergo essure confirmation test. She has no history of malignant hyperthermia she reports no increase in bleeding tendencies. She denies a history of heart disease, lung disease, diabetes, or hepatitis. On (B)(6) 2014, brac collaris testing was performed. The results were negative for a genetic mutation. Concurrent conditions included morbid obesity, non-tobacco user, night sweats, breast tenderness, nipple discharge, hot flashes, heat intolerance, abdominal cramps, left lower quadrant pain, spotting vaginal, adhesiolysis and scoliosis. The patient also had a family history of breast cancer, colon cancer, breast cancer, colon cancer, type 1 diabetes mellitus, gerd and osteoarthritis. Concomitant products included levonorgestrel (norplant) for contraception, metformin since (B)(6) 2018 for diabetes as well as from (B)(6) 2015 to (B)(6) 2015, anesthetics, general, codeine, diclofenac since 2014, epinephrine, ethinylestradiol;norgestimate (sprintec) since (B)(6) 2017, etonogestrel (implanon), etonogestrel (nexplanon), ibuprofen (motrin) in 2015, ketorolac tromethamine (toradol), lidocaine, omeprazole since 2014, paracetamol (acetaminophen) since 2015, povidone-iodine and silver nitrate. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2015, the patient experienced mood altered ("constantly moody"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)") and migraine ("migraines (mild to severe)/migraine mild to severe"). On (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), nausea ("nausea") and dyspareunia ("dyspareunia (painful sexual intercourse)"), 1 year 1 month after insertion of essure. In 2015, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)/dysmenorrhea (cramping)"). On an unknown date, the patient experienced menstruation irregular ("irregular menstruation cycles"), headache ("headaches"), fatigue ("fatigue"), gastrointestinal disorder ("gastrointestinal or digestive system condition"), alopecia ("hair loss"), adnexa uteri pain ("tubal region pain"), abdominal pain ("abdominal pain (mild to severe)/abdominal area pain mild to severe"), depression ("psychological or psychiatric problem (depression)"), anxiety ("psychological or psychiatric problem (mental anguish)"), arthralgia ("sharp pains in my left hip"), back pain ("lower back pain") and menorrhagia ("menorrhagia") and was found to have weight increased ("weight gain"). The patient was treated with surgery (underwent bilateral salpingectomy and adhesiolysis). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, menstruation irregular, mood altered, female sexual dysfunction, migraine, headache, nausea, dyspareunia, fatigue, gastrointestinal disorder, weight increased, alopecia, adnexa uteri pain, dysmenorrhoea, abdominal pain, depression, anxiety, arthralgia, back pain and menorrhagia had resolved. The reporter considered abdominal pain, adnexa uteri pain, alopecia, anxiety, arthralgia, back pain, depression, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, gastrointestinal disorder, genital haemorrhage, headache, menorrhagia, menstruation irregular, migraine, mood altered, nausea, pelvic pain and weight increased to be related to essure. The reporter commented: she denied any complications or problems that occurred at the time of her essure placement procedure and essure removal procedure. A discrepancy has been noted in the essure removal date was initially reported as (B)(6) 2015 and then (B)(6) 2014 as well. Also she reported a tubal ligation procedure as consequence of essure. She inserted left essure coil on (B)(6) 2015 and right side was not able to be inserted. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 43.9 kg/sqm. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: confirming pelvic pain, fatigue, hair loss, menorrhagia, abdominal pain. Concerning the injuries reported in this case, the following ones were reported via social media: left hip pain, lower back pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 4-mar-2019: pfs received. New event menorrhagia was added, and it's outcome was added, concomitant medications were added. . Incident: we received a lot number/returned sample in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain/ pain (mild to severe)") and genital haemorrhage ("abnormal bleeding (general)") in a 24-year-old female patient who had essure (batch no. D01968) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo an essure confirmation test". The patient's medical history included gravida ii, parity 2, c-section, gastroesophageal reflux disease, osteoarthritis and acne. Patient did not undergo essure confirmation test. She has no history of malignant hyperthermia she reports no increase in bleeding tendencies. She denies a history of heart disease, lung disease, diabetes, or hepatitis. On (B)(6) 2014, brac colaris testing was performed. The results were negative for a genetic mutation. Concurrent conditions included morbid obesity, non-tobacco user, night sweats, breast tenderness, nipple discharge, hot flashes, heat intolerance, abdominal cramps, left lower quadrant pain, per vaginal bleeding, adhesiolysis and scoliosis. Family history included breast cancer, colon cancer, breast cancer, colon cancer and type 1 diabetes mellitus. Concomitant products included levonorgestrel (norplant) for contraception, metformin since (B)(6) 2018 for diabetes, ibuprofen (motrin) from (B)(6) 2015 to (B)(6) 2015 for pain as well as anesthetics, general (general anesthesia), codeine, epinephrine, ethinylestradiol;norgestimate (sprintec) since (B)(6) 2017, etonogestrel (implanon), etonogestrel (nexplanon), ketorolac tromethamine (toradol), lidocaine, paracetamol (acetaminophen) since 2015, povidone-iodine and silver nitrate. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2015, the patient experienced mood altered ("constantly moody"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)") and migraine ("migraines (mild to severe)"). On (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), nausea ("nausea") and dyspareunia ("dyspareunia (painful sexual intercourse)"), 1 year 1 month after insertion of essure. On an unknown date, the patient experienced menstruation irregular ("irregular menstruation cycles"), headache ("headaches"), fatigue ("fatigue"), gastrointestinal disorder ("gastrointestinal or digestive system condition"), alopecia ("hair loss"), adnexa uteri pain ("tubal region pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), abdominal pain ("abdominal pain (mild to severe)"), depression ("psychological or psychiatric problem (depression)"), anxiety ("psychological or psychiatric problem (mental anguish)"), arthralgia ("sharp pains in my left hip") and back pain ("lower back pain") and was found to have weight increased ("weight gain"). The patient was treated with surgery (underwent bilateral salpingectomy and adhesiolysis). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, menstruation irregular, mood altered, female sexual dysfunction, migraine, headache, nausea, dyspareunia, fatigue, gastrointestinal disorder, weight increased, alopecia, adnexa uteri pain, dysmenorrhoea, abdominal pain, depression, anxiety, arthralgia and back pain had resolved. The reporter considered abdominal pain, adnexa uteri pain, alopecia, anxiety, arthralgia, back pain, depression, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, gastrointestinal disorder, genital haemorrhage, headache, menstruation irregular, migraine, mood altered, nausea, pelvic pain and weight increased to be related to essure. The reporter commented: she denied any complications or problems that occurred at the time of her essure placement procedure and essure removal procedure. A discrepancy has been noted in the essure removal date was initially reported as (B)(6) 2015 and then (B)(6) 2014 as well. Also she reported a tubal ligation procedure as consequence of essure. She inserted left essure coil on (B)(6) 2015 and right side was not able to be inserted. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 43.9 kg/sqm. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: confirming pelvic pain, fatigue, hair loss, menorrhagia, abdominal pain. Concerning the injuries reported in this case, the following ones were reported via social media: left hip pain, lower back pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 29-nov-2018: plaintiff fact sheet was received.medical history,concomitant drugs were added. Events outcome were updated. Incident we received a lot number/returned sample in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain/ pain (mild to severe)") and genital haemorrhage ("abnormal bleeding (general)") in a 24-year-old female patient who had essure (batch no. D01968) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo an essure confirmation test". The patient's past medical history included gravida ii, parity 2, c-section, gastroesophageal reflux disease, osteoarthritis and acne. Patient did not undergo essure confirmation test. She has no history of malignant hyperthermia she reports no increase in bleeding tendencies. She denies a history of heart disease, lung disease, diabetes, or hepatitis. Concurrent conditions included morbid obesity and non-tobacco user. Family history included breast cancer, colon cancer, breast cancer, colon cancer and type 1 diabetes mellitus. Concomitant products included levonorgestrel (norplant) for contraception as well as anesthetics, general (general anesthesia). On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2015, 1 year 1 month after insertion of essure, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), nausea ("nausea") and dyspareunia ("dyspareunia (painful sexual intercourse)"). On an unknown date, the patient experienced menstruation irregular ("irregular menstruation cycles"), mood altered ("constantly moody"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), migraine ("migraines (mild to severe)"), headache ("headaches"), fatigue ("fatigue"), gastrointestinal disorder ("gastrointestinal or digestive system condition"), weight increased ("weight gain"), alopecia ("hair loss"), adnexa uteri pain ("tubal region pain"), dysmenorrhoea ("dysmenorrhea (cramping)") and abdominal pain ("abdominal pain (mild to severe)"). The patient was treated with ibuprofen (motrin) and surgery (underwent bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, migraine, nausea, dyspareunia, fatigue, alopecia and abdominal pain had resolved and the genital haemorrhage, menstruation irregular, mood altered, female sexual dysfunction, headache, gastrointestinal disorder, weight increased, adnexa uteri pain and dysmenorrhoea outcome was unknown. The reporter considered abdominal pain, adnexa uteri pain, alopecia, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, gastrointestinal disorder, genital haemorrhage, headache, menstruation irregular, migraine, mood altered, nausea, pelvic pain and weight increased to be related to essure. The reporter commented: she denied any complications or problems that occurred at the time of her essure placement procedure and essure removal procedure. Essure removal date was initially reported as (B)(6) 2015. Also she reported a tubal ligation procedure as consequence of essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 43.9 kg/sqm. On (B)(6) 2014, brac colaris testing was performed. The results were negative for a genetic mutation. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: confirming pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2018: quality-safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain/ pain (mild to severe)") and genital haemorrhage ("abnormal bleeding (general)") in a 24-year-old female patient who had essure (batch no. D01968) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo an essure confirmation test". The patient's past medical history included gravida ii, parity 2, c-section, gastroesophageal reflux disease, osteoarthritis and acne. Patient did not undergo essure confirmation test. She has no history of malignant hyperthermia she reports no increase in bleeding tendencies. She denies a history of heart disease, lung disease, diabetes, or hepatitis. Concurrent conditions included morbid obesity and non-tobacco user. Family history included breast cancer, colon cancer, breast cancer, colon cancer and type 1 diabetes mellitus. Concomitant products included levonorgestrel (norplant) for contraception as well as anesthetics, general (general anesthesia). On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2015, 1 year 1 month after insertion of essure, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), nausea ("nausea") and dyspareunia ("dyspareunia (painful sexual intercourse)"). On an unknown date, the patient experienced menstruation irregular ("irregular menstruation cycles"), mood altered ("constantly moody"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), migraine ("migraines (mild to severe)"), headache ("headaches"), fatigue ("fatigue"), gastrointestinal disorder ("gastrointestinal or digestive system condition"), weight increased ("weight gain"), alopecia ("hair loss"), adnexa uteri pain ("tubal region pain"), dysmenorrhoea ("dysmenorrhea (cramping)") and abdominal pain ("abdominal pain (mild to severe)"). The patient was treated with ibuprofen (motrin) and surgery (underwent bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, migraine, nausea, dyspareunia, fatigue, alopecia and abdominal pain had resolved and the genital haemorrhage, menstruation irregular, mood altered, female sexual dysfunction, headache, gastrointestinal disorder, weight increased, adnexa uteri pain and dysmenorrhoea outcome was unknown. The reporter considered abdominal pain, adnexa uteri pain, alopecia, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, gastrointestinal disorder, genital haemorrhage, headache, menstruation irregular, migraine, mood altered, nausea, pelvic pain and weight increased to be related to essure. The reporter commented: she denied any complications or problems that occurred at the time of her essure placement procedure and essure removal procedure. Essure removal date was initially reported as (B)(6) 2015. Also she reported a tubal ligation procedure as consequence of essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 43.9 kg/sqm. On (B)(6) 2014, brac colaris testing was performed. The results were negative for a genetic mutation concerning the injuries reported in this case, the following ones were described in patient¿s medical records: confirming pelvic pain. Most recent follow-up information incorporated above includes: on 14-may-2018: pfs information received. Plaintiff also complained of abdominal pain (mild to severe). Essure removal date was updated to (B)(6) 2016. Plaintiff recovered from pelvic and abdominal pain, hair loss, fatigue, migraines, dyspareunia and nausea after essure removal. Also she reported a tubal ligation procedure as consequence of essure. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain/ pain (mild to severe)") and genital haemorrhage ("abnormal bleeding (general)") in a 24-year-old female patient who had essure (batch no. D01968) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo an essure confirmation test". The patient's past medical history included gravida ii, parity 2, c-section, gastroesophageal reflux disease, osteoarthritis and acne. Patient did not undergo essure confirmation test. She has no history of malignant hyperthermia she reports no increase in bleeding tendencies. She denies a history of heart disease, lung disease, diabetes, or hepatitis. Concurrent conditions included morbid obesity and non-tobacco user. Family history included breast cancer, colon cancer, breast cancer, colon cancer and type 1 diabetes mellitus. Concomitant products included levonorgestrel (norplant) for contraception as well as anesthetics, general (general anesthesia). On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2015, the patient experienced mood altered ("constantly moody"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)") and migraine ("migraines (mild to severe)"). On (B)(6) 2015, 1 year 1 month after insertion of essure, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), nausea ("nausea") and dyspareunia ("dyspareunia (painful sexual intercourse)"). On an unknown date, the patient experienced menstruation irregular ("irregular menstruation cycles"), headache ("headaches"), fatigue ("fatigue"), gastrointestinal disorder ("gastrointestinal or digestive system condition"), weight increased ("weight gain"), alopecia ("hair loss"), adnexa uteri pain ("tubal region pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), abdominal pain ("abdominal pain (mild to severe)"), depression ("psychological or psychiatric problem (depression)") and anxiety ("psychological or psychiatric problem (mental anguish)"). The patient was treated with ibuprofen (motrin) and surgery (underwent bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, migraine, nausea, dyspareunia, fatigue, alopecia and abdominal pain had resolved and the genital haemorrhage, menstruation irregular, mood altered, female sexual dysfunction, headache, gastrointestinal disorder, weight increased, adnexa uteri pain, dysmenorrhoea, depression and anxiety outcome was unknown. The reporter considered abdominal pain, adnexa uteri pain, alopecia, anxiety, depression, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, gastrointestinal disorder, genital haemorrhage, headache, menstruation irregular, migraine, mood altered, nausea, pelvic pain and weight increased to be related to essure. The reporter commented: she denied any complications or problems that occurred at the time of her essure placement procedure and essure removal procedure. Essure removal date was initially reported as (B)(6) 2015. Also she reported a tubal ligation procedure as consequence of essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 43.9 kg/sqm. On (B)(6) 2014, brac colaris testing was performed. The results were negative for a genetic mutation. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: confirming pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 21-aug-2018: plaintiff fact sheet received. Events depression and mental anguish was added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain/ pain (mild to severe)") and genital haemorrhage ("abnormal bleeding (general)") in a 24-year-old female patient who had essure (batch no. D01968) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo an essure confirmation test". The patient's past medical history included gravida ii, parity 2, c-section, gastroesophageal reflux disease, osteoarthritis and acne. Patient did not undergo essure confirmation test. She has no history of malignant hyperthermia she reports no increase in bleeding tendencies. She denies a history of heart disease, lung disease, diabetes, or hepatitis. Concurrent conditions included morbid obesity and non-tobacco user. Family history included breast cancer, colon cancer, breast cancer, colon cancer and type 1 diabetes mellitus. Concomitant products included levonorgestrel (norplant) for contraception as well as anesthetics, general (general anesthesia). On (B)(6)2014, the patient had essure inserted. In (B)(6)2015, the patient experienced mood altered ("constantly moody"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)") and migraine ("migraines (mild to severe)"). On (B)(6)2015, 1 year 1 month after insertion of essure, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), nausea ("nausea") and dyspareunia ("dyspareunia (painful sexual intercourse)"). On an unknown date, the patient experienced menstruation irregular ("irregular menstruation cycles"), headache ("headaches"), fatigue ("fatigue"), gastrointestinal disorder ("gastrointestinal or digestive system condition"), weight increased ("weight gain"), alopecia ("hair loss"), adnexa uteri pain ("tubal region pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), abdominal pain ("abdominal pain (mild to severe)"), depression ("psychological or psychiatric problem (depression)"), anxiety ("psychological or psychiatric problem (mental anguish)"), arthralgia ("sharp pains in my left hip") and back pain ("lower back pain"). The patient was treated with ibuprofen (motrin) and surgery (underwent bilateral salpingectomy). Essure was removed on (B)(6)2016. At the time of the report, the pelvic pain, migraine, nausea, dyspareunia, fatigue, alopecia and abdominal pain had resolved and the genital haemorrhage, menstruation irregular, mood altered, female sexual dysfunction, headache, gastrointestinal disorder, weight increased, adnexa uteri pain, dysmenorrhoea, depression, anxiety, arthralgia and back pain outcome was unknown. The reporter considered abdominal pain, adnexa uteri pain, alopecia, anxiety, arthralgia, back pain, depression, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, gastrointestinal disorder, genital haemorrhage, headache, menstruation irregular, migraine, mood altered, nausea, pelvic pain and weight increased to be related to essure. The reporter commented: she denied any complications or problems that occurred at the time of her essure placement procedure and essure removal procedure. Essure removal date was initially reported as (B)(6)2015. Also she reported a tubal ligation procedure as consequence of essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 43.9 kg/sqm. On (B)(6)2014, brac colaris testing was performed. The results were negative for a genetic mutation. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: confirming pelvic pain. Concerning the injuries reported in this case, the following ones were reported via social media: left hip pain, lower back pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 30-oct-2018: plaintiff fact sheet received: reporters added. Events: left hip pain, lower back pain were added. Auto-narrative supplement added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("repeated pelvic pain") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and menstruation irregular ("irregular menstruation cycles"). The patient was treated with surgery (underwent bilateral salpingectomy due to complications from the essure device.). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain and menstruation irregular outcome was unknown. The reporter considered menstruation irregular and pelvic pain to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/ pain (mild to severe)/pain') in a 24-year-old female patient who had essure (batch no. D01968) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo an essure confirmation test". The patient's medical history included gerd in 2014, osteoarthritis in 2014, gravida ii, parity 2, c-section, gastroesophageal reflux disease, osteoarthritis, acne and endometriosis. Patient did not undergo essure confirmation test. She has no history of malignant hyperthermia she reports no increase in bleeding tendencies. She denies a history of heart disease, lung disease, diabetes, or hepatitis. On (B)(6) 2014, brac colaris testing was performed. The results were negative for a genetic mutation. Concurrent conditions included morbid obesity, non-tobacco user, night sweats, breast tenderness, nipple discharge, hot flashes, heat intolerance, abdominal cramps, left lower quadrant pain, spotting vaginal, adhesiolysis and scoliosis. The patient also had a family history of breast cancer, colon cancer, breast cancer, colon cancer, type 1 diabetes mellitus, gerd and osteoarthritis. Concomitant products included levonorgestrel (norplant) for contraception, metformin since (B)(6) 2018 for diabetes as well as from (B)(6) 2015, anesthetics, general, codeine, diclofenac since 2014, epinephrine, ethinylestradiol;norgestimate (sprintec) since (B)(6) 2017, etonogestrel (implanon), etonogestrel (nexplanon), ibuprofen (motrin) in 2015, ketorolac tromethamine (toradol), lidocaine, omeprazole since 2014, paracetamol (acetaminophen) since 2015, povidone-iodine and silver nitrate. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2015, the patient experienced mood altered ("constantly moody"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)") and migraine ("migraines (mild to severe)/migraine mild to severe"). On (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("abnormal bleeding (general)"), nausea ("nausea") and dyspareunia ("dyspareunia (painful sexual intercourse)"), 1 year 1 month after insertion of essure. In 2015, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)/dysmenorrhea (cramping)"). On an unknown date, the patient experienced menstruation irregular ("irregular menstruation cycles"), headache ("headaches"), fatigue ("fatigue"), gastrointestinal disorder ("gastrointestinal or digestive system condition"), alopecia ("hair loss"), adnexa uteri pain ("tubal region pain"), abdominal pain ("abdominal pain (mild to severe)/abdominal area pain mild to severe"), depression ("psychological or psychiatric problem (depression)"), anxiety ("psychological or psychiatric problem (mental anguish)"), arthralgia ("sharp pains in my left hip"), back pain ("lower back pain") and menorrhagia ("menorrhagia") and was found to have weight increased ("weight gain"). The patient was treated with surgery (underwent bilateral salpingectomy and adhesiolysis). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, menstruation irregular, mood altered, female sexual dysfunction, migraine, headache, nausea, dyspareunia, fatigue, gastrointestinal disorder, weight increased, alopecia, adnexa uteri pain, dysmenorrhoea, abdominal pain, depression, anxiety, arthralgia, back pain and menorrhagia had resolved. The reporter considered abdominal pain, adnexa uteri pain, alopecia, anxiety, arthralgia, back pain, depression, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, gastrointestinal disorder, genital haemorrhage, headache, menorrhagia, menstruation irregular, migraine, mood altered, nausea, pelvic pain and weight increased to be related to essure. The reporter commented: she denied any complications or problems that occurred at the time of her essure placement procedure and essure removal procedure. A discrepancy has been noted in the essure removal date was initially reported as (B)(6) 2015 and then (B)(6) 2014 as well. Also she reported a tubal ligation procedure as consequence of essure. She inserted left essure coil on (B)(6) 2015 and right side was not able to be inserted patient received treatment for pain, bleeding. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 43.9 kg/sqm. Pathology test - on (B)(6) 2016: diagnosis: fallopian tubes (2, designated bilateral): microscopic focus of endometriosis in one fallopian tube. No significant histopathologic changes of the other fallopian tube. Comment: a metallic wire was noted by dr. Within 1 fallopian tube gross: the second fallopian tube measures 6 cm in length x up to 0.8 cm in diameter. An intact, fimbriated end is not identified. Projecting from the proximal tube lumen is a coiled, gray metal wire. This fallopian tube also shows no appreciable sites of prior interruption. A. First described fallopian tube with intact, fimbriated end. B. Second described fallopian tube with intraluminal wire.. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: confirming pelvic pain, fatigue, hair loss, menorrhagia, abdominal pain. Concerning the injuries reported in this case, the following ones were reported via social media: left hip pain, lower back pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 29-mar-2021: medical records received- new reporter, lab data, medical history added. Event genital haemorrhage seriousness criteria updated as non-serious. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/ pain (mild to severe)/pain') in a 24-year-old female patient who had essure (batch no. D01968) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo an essure confirmation test". The patient's medical history included gerd in 2014, osteoarthritis in 2014, gravida ii, parity 2, c-section, gastroesophageal reflux disease, osteoarthritis, acne and endometriosis. Patient did not undergo essure confirmation test. She has no history of malignant hyperthermia she reports no increase in bleeding tendencies. She denies a history of heart disease, lung disease, diabetes, or hepatitis. On (B)(6) 2014, brac colaris testing was performed. The results were negative for a genetic mutation. Concurrent conditions included morbid obesity, non-tobacco user, night sweats, breast tenderness, nipple discharge, hot flashes, heat intolerance, abdominal cramps, left lower quadrant pain, spotting vaginal, adhesiolysis and scoliosis. The patient also had a family history of breast cancer, colon cancer, breast cancer, colon cancer, type 1 diabetes mellitus, gerd and osteoarthritis. Concomitant products included levonorgestrel (norplant) for contraception, metformin since (B)(6)2018 for diabetes as well as from (B)(6) 2015 to (B)(6) 2015, anesthetics, general, codeine, diclofenac since 2014, epinephrine, ethinylestradiol;norgestimate (sprintec) since (B)(6) 2017, etonogestrel (implanon), etonogestrel (nexplanon), ibuprofen (motrin) in 2015, ketorolac tromethamine (toradol), lidocaine, omeprazole since 2014, paracetamol (acetaminophen) since 2015, povidone-iodine and silver nitrate. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2015, the patient experienced mood altered ("constantly moody"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)") and migraine ("migraines (mild to severe)/migraine mild to severe"). On (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("abnormal bleeding (general)"), nausea ("nausea") and dyspareunia ("dyspareunia (painful sexual intercourse)"), 1 year 1 month after insertion of essure. In 2015, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)/dysmenorrhea (cramping)"). On an unknown date, the patient experienced menstruation irregular ("irregular menstruation cycles"), headache ("headaches"), fatigue ("fatigue"), gastrointestinal disorder ("gastrointestinal or digestive system condition"), alopecia ("hair loss"), adnexa uteri pain ("tubal region pain"), abdominal pain ("abdominal pain (mild to severe)/abdominal area pain mild to severe"), depression ("psychological or psychiatric problem (depression)"), anxiety ("psychological or psychiatric problem (mental anguish)"), arthralgia ("sharp pains in my left hip"), back pain ("lower back pain") and menorrhagia ("menorrhagia") and was found to have weight increased ("weight gain"). The patient was treated with surgery (underwent bilateral salpingectomy and adhesiolysis). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, menstruation irregular, mood altered, female sexual dysfunction, migraine, headache, nausea, dyspareunia, fatigue, gastrointestinal disorder, weight increased, alopecia, adnexa uteri pain, dysmenorrhoea, abdominal pain, depression, anxiety, arthralgia, back pain and menorrhagia had resolved. The reporter considered abdominal pain, adnexa uteri pain, alopecia, anxiety, arthralgia, back pain, depression, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, gastrointestinal disorder, genital haemorrhage, headache, menorrhagia, menstruation irregular, migraine, mood altered, nausea, pelvic pain and weight increased to be related to essure. The reporter commented: she denied any complications or problems that occurred at the time of her essure placement procedure and essure removal procedure. A discrepancy has been noted in the essure removal date was initially reported as (B)(6)2015 and then (B)(6) 2014 as well. Also she reported a tubal ligation procedure as consequence of essure. She inserted left essure coil on (B)(6) 2015 and right side was not able to be inserted patient received treatment for pain, bleeding. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 43.9 kg/sqm. Pathology test - on (B)(6) 2016: diagnosis: fallopian tubes (2, designated bilateral): microscopic focus of endometriosis in one fallopian tube. No significant histopathologic changes of the other fallopian tube. Comment: a metallic wire was noted by dr. Within 1 fallopian tube gross: the second fallopian tube measures 6 cm in length x up to 0.8 cm in diameter. An intact, fimbriated end is not identified. Projecting from the proximal tube lumen is a coiled, gray metal wire. This fallopian tube also shows no appreciable sites of prior interruption. A. First described fallopian tube with intact, fimbriated end. B. Second described fallopian tube with intraluminal wire.. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: confirming pelvic pain, fatigue, hair loss, menorrhagia, abdominal pain. Concerning the injuries reported in this case, the following ones were reported via social media: left hip pain, lower back pain. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on (B)(6) 2021: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and genital haemorrhage ("abnormal bleeding (general)") in a 24-year-old female patient who had essure (batch no. D01968) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo an essure confirmation test". The patient's past medical history included gravida ii, parity 2, c-section, gastroesophageal reflux disease, osteoarthritis and acne. Patient did not undergo essure confirmation test. She has no history of malignant hyperthermia she reports no increase in bleeding tendencies. She denies a history of heart disease, lung disease, diabetes, or hepatitis. Concurrent conditions included obesity and non-tobacco user. Family history included breast cancer, colon cancer, breast cancer, colon cancer and type 1 diabetes mellitus. Concomitant products included levonorgestrel (norplant) for contraception as well as anesthetics, general (general anesthesia). On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2015, 1 year 1 month after insertion and 30 days after removal of essure, the patient experienced genital haemorrhage (seriousness criterion medically significant), nausea ("nausea") and dyspareunia ("dyspareunia (painful sexual intercourse)"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced menstruation irregular ("irregular menstruation cycles"), mood altered ("constantly moody"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), migraine ("migraines"), headache ("headaches"), fatigue ("fatigue"), gastrointestinal disorder ("gastrointestinal or digestive system condition"), weight increased ("weight gain"), alopecia ("hair loss"), adnexa uteri pain ("tubal region pain") and dysmenorrhoea ("dysmenorrhea (cramping)"). The patient was treated with ibuprofen (motrin) and surgery (underwent bilateral salpingectomy due to complications from the essure device.). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, menstruation irregular, genital haemorrhage, mood altered, female sexual dysfunction, migraine, headache, nausea, dyspareunia, gastrointestinal disorder, weight increased, alopecia, adnexa uteri pain and dysmenorrhoea outcome was unknown. The reporter considered adnexa uteri pain, alopecia, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, gastrointestinal disorder, genital haemorrhage, headache, menstruation irregular, migraine, mood altered, nausea, pelvic pain and weight increased to be related to essure. The reporter commented: she denied any complications or problems that occurred at the time of her essure placement procedure and essure removal procedure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 43.9 kg/sqm. On (B)(6) 2014, brac colaris testing was performed. The results were negative for a genetic mutation. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: confirming pelvic pain. Most recent follow-up information incorporated above includes: on 27-feb-2018: plaintiff fact sheet and medical records added. New reporters were added. Patient's demographics and relevant history was added. Essure lot number added. Events abnormal bleeding (general), constantly moody, apareunia (inability to have sexual intercourse), migraines, headaches, nausea, dyspareunia (painful sexual intercourse), fatigue, gastrointestinal or digestive system condition, dysmenorrhoea (cramping), tubal region pain, she did not undergo an essure confirmation test,weight gain and hair loss were added incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.